Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 134mg/dl. The customer was assisted with troubleshooting. Advised customer to place insulin pump in storage mode and remove battery, press and hold the back button until the screen turns off. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be return for analysis.